Event description:
Reference number (B)(4). Event occurred in the united states. On 25-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for less than 24 hours. No further information available.